Event description:
It was reported that the patient was referred for vns replacement surgery as the battery status was at 5-11%. However, it was reported approximately four months later by the patient's wife that the patient was having frequent seizures with his vns and was referred for replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic vns generator replacement surgery. During attempts at product return, it was revealed that the facility historically sends all explants to pathology, where they then discard the product.